Event description:
Customer reported a fluid leak from the sample probe on the immage 800 immunochemistry systems. The leak was contained to a small area around the opening of the wash station. The customer stated the fluid leaked down into the sample carousel. The leak was contained within a mall area within the sample wheel well. Per customer no erroneous results were generated or reported out of the laboratory. Customer technical support (cts) recommended the use of personal protective equipment before troubleshooting. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event.

Manufacturer narrative:
On the day of the event a field service engineer (fse) visited the site and investigated the event. The fse determined the leak was a wash solution and originated from a loose fitting on the probe internal wash station. The fse secured the loose fitting which resolved the issue. Service activity performed is verified to meet the specified requirements per established procedures. The cause of the event was loose fitting. (B)(4).